Event description:
During a laparoscopic cholecystectomy the 5mmm endo clip applier, lot number n1b0280, catalog # 176620, malfunctioned and the clips would not deploy. A second clip applier was opened and used without incident. No harm to the patient. Will send back upon request.